Manufacturer narrative:
The complaint for post procedural paravalvular leak - between dock and anatomy was confirmed with objective evidence through evaluation of imaging provided. Imaging evaluation concluded that the likely root cause for the reported event was procedural - missed capture of leaflets at the lateral commissure. Additionally, patient factors (large com-com distance of 46.2 cm and presence of significant mac - CT score 9 with distortion of the annulus contour) likely contributed. Unable to find any device related issues or malfunctions. These findings are supported by the case notes, which reported encircling difficulties at lateral commissure, significant time spent retracting/ advancing dock to encircle, and observations of dock weaving through a very high number of chords. Additionally, pvl guard was noted to be fully below the annulus; however, decision was made to proceed with this position due to stable dock height. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.

Event description:
Edwards received a report of a sapien m3 procedure in mitral position where the patient had mild pvl post procedure and the decision was made at the time to not plug it. On pod 1 the patient's hemoglobin was 7.6, in the setting of hemolysis, and a decision was made to go back in and plug the pvl. Both pvl's were plugged. The patient was doing well post procedure and was released home on pod 4.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.